Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 11/13/2015. The fse found that the tubing through pinch valve vl65 was faulty. The fse replaced the tubing, which repaired the leak. The fse also found that the light scatter preamp laser was misaligned. The fse realigned the laser, which repaired the low light scatter pulse. The repairs were verified by the fse. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The light scatter was also running low at the time of the event. The volume of the leak was a few drops and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.